Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 21. Details of surgery: primary stability not achieved. On (B)(6) 2023, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.